Event description:
The customer reported the system displays error code and alarms on boot-up. The system was making noises and was not functional.

Manufacturer narrative:
This MDR is related to ge healthcare. The customer will have the system repaired at a later date and time.